Event description:
It was reported that during an implant procedure the right ventricular (rv) lead had high impedance. The instructions were given to wait and allow time for the impedance to decrease. The impedance decreased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.